Event description:
Healthcare professional reported via device tracking "infection" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: a review of all infection complaints was performed for the period from (B)(6) 2020 through (B)(6) 2022 and no adverse trend was found.

Event description:
Healthcare professional reported via device tracking "infection" against right device. The device has been explanted.